Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed however, additional episodes of post paced t wave oversensing resulting in pacing inhibition were observed. No additional intervention has been performed. The patient was stable and will continue being monitored.